Event description:
It was reported that the patient presented in-clinic for a routine check-up. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited high pacing impedance. As a resolution the rv lead was capped and replaced on 20 nov 2024. Patient condition was stable.